Manufacturer narrative:
There was/were 3 cases with a method code of testing of actual/suspected device. There was/were 11 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., and h.10. Updated investigation findings report: there were 12 cases with a result code of no findings available and conclusion code of cause not established. There were two cases with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., and h.10. There are a total of 14 reported devices being scratched. Updated findings report: there were three cases with a method code of testing of actual/suspected device. There were 11 cases with a method code of device not returned. There were 3 cases with a results code of operational problem identified. There were 12 cases with a results code of no findings available. There were three cases with a conclusion code of cause cannot be traced to device. There were 12 cases with a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One sample was returned. Thirteen samples were not returned. There were 13 cases with a result code of no findings available and conclusion code of cause not established. There was one case with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 14 </noe> malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to 76 years. There were three female patients, two male patients, and nine unknown gender.